Event description:
"Boston scientific crm received info that this pt with this pacemaker was experiencing inconsistent right ventricular capture at max outputs. It was noted that the pt was also syncopal. The ventricular lead impedance measurements were normal and consistent and there were no stored episodes or signs of noise. Technical service was contacted and suggested performing an evaluation of the ventricular lead for possible dislodgement including a chest x-ray, isometrics and pocket manipulation for possible set screw issues. Technical service also suggested permanently programming the device to maximum outputs for this testing."

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.